Manufacturer narrative:
H.6: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that misalignment was found after the surgery and alignment correction was performed on the revision surgery for axis correction. There was a possibility that scan of a patient's eye was not performed. There was no patient harm at this time.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history review showed no abnormalities that could have contributed to this event. The device was successfully verified prior the day of event. Most recent onsite visit from field service engineer performed and signed service installation record. System meets specifications as per service installation record. There is no entry in servicemax for the reported event. No on-site visit by an field service engineer was identified. No part is expected to be returned to manufacturer for evaluation. The root cause of the reported issue could be determined as user handling as an incorrect registration was confirmed during the internal investigation. The manufacturer internal reference number is: (B)(4).